Event description:
It was reported that the load wheel casting broke while unloading a pt from the ambulance. Reportedly, an emt strained her back. It was reported that the emt is currently on workman's compensation.